Event description:
It was reported during the laparoscopic hand assisted sigmoid colon resection, the surgeon was using the tsg45 stapler. The stapler was used to transect the sigmoid colon and the sigmoid mesocolon. The instrument was fired a total of 6 times. When using the vascular cartridge to transect the sigmoid mesocolon, poor hemostasis was achieved on three firings. Bleeding was controlled using a laparoscopic clip applier. After the third incident, the surgeon changed to a competitive stapler to complete the procedure without hemostatsis issues.